Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable glucose results for one patient sample compared to the result from a accu-check inform ii meter. The result from the cobas b221 analyzer was 18 mmol/l. The result from the meter was 13 mmol/l. Information concerning if any erroneous results was reported outside of the laboratory was requested, but it was unknown. There was not allegation of an adverse event. The reagent lot number was 21574950. The expiration date was requested, but was not provided. Based on the discrepancy, the customer performed correlation studies between the cobas b221, accu-chek, and a cobas 8000 analyzer which were not acceptable. The calibration and qc data was within specifications.

Manufacturer narrative:
The calibration and qc showed no indications of an issue. There was no malfunction of the system or the sensor. The investigation was unable to find a definitive root cause.